Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was also determined that the hole in hose is due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The low rotations per minute were due to worn out vanes due to normal wear over time. The assignable root cause was determined to be due to use error and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an air leak in the hose. During in-house engineering evaluation, it was determined that the device hose had a hole in the hose and the rotations per minute were below specification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.